Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for in-clinic follow up with the right ventricular lead exhibiting possible loss of capture, low pacing impedance, and noise resulting in noise reversion. Programming interventions were made. There were no patient consequences.